Event description:
Ous MDR - we were informed by (B) (6) that an ICD patient was visited on the ward post arrest. At that time, he developed an episode of fast vt that the device treated with a shock. After about 30 seconds, he had another episode of vt that the device did not seem to be treating. Subsequently 4 manual full output shocks and some atp were initiated and delivered over about a 3 minute period. Upon 4th full output shock, the programm indicated a device status eos. The pt survived the initial arrest but it was subsequently decided that he was no longer wanting resuscitation and he died later that day.

Manufacturer narrative:
Ous MDR - upon receipt, the device was interrogated, revealing the battery status eos. The device was implanted for one month and 23 charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection revealed no indications of a device malfunction. Particularly, the recorded iegm's demonstrated a correct device behavior with regard to the therapy functions of the ICD. Further investigations revealed that the clinical observation resulted from the appliance of a programming wand, disabling the anti-tachycardia therapy function of the device. By design the appliance of a programming wand deactivates the anti-tachycardia therapy functions of an ICD, including the ability to detect functions of an ICD, including the ability to detect tachycardia signals. It is reasonable to assume that the device would have performed the expected therapy properly without the programing wand applied. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and the device showed the device status bol. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device proved to be fully functional during analysis. The clinical observation resulted from the appliance of a programming wand, during which the anti-tachycardia therapy functions of the device have been disabled. The analysis of the ICD revealed no indications of a material or manufacturing problem.